Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the user believes the issue occurred when their friend used an android phone charger to charge the pump, and ever since then, the usb cable has not been able to charge the pump. There was no impact to the user¿s blood glucose level. A replacement usb cable was sent to the user and a follow up with the user confirmed that the replacement usb cable charged the pump successfully.